Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) on the homechoice (hc) during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would finish therapy with manual supplies. The supply bag was empty. There was no obvious cause of the alarm. The hp was instructed to notify the nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded.